Manufacturer narrative:
E2: should be populating as "no" to date, device has not yet been returned. The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the device does not switch from standby mode to to water supply mode when the button is pressed and the light remained orange.the water does not come out when the foot switch is pressed. The issue occurred during pre-use inspection. The procedure was completed with a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and make a correction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the device does not switch from standby mode to water supply mode when the button is pressed and the light remained orange. The water does not come out when the foot switch is pressed. The issue occurred during pre-use inspection. The procedure was completed with a similar device. There was no patient involvement.